Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that intermittent malfunction alarms occurred. Customers blood glucose level was 520 mg/dl. Customer delivered a correction injection to address bg. The customer will continue to use current pump for insulin therapy.